Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient mentioned that yesterday or the day before, they started getting electric shocks like someone was shocking them. Patient also said their whole left side is swollen and going across their stomach and their spine is hurting and they are sensitive to touch when they wear their shirt and it hurts when their shirt touches it. Patient asked if a manufacturer representative (rep) could come to their doctor's office to check on the system. Agent reviewed role of representative and redirected to healthcare provider.